Event description:
Post uae experiencing loss of stamina, tingling in arms and legs, headaches, loss of sexual desire, vaginal pain, irregular menstruation with dark blood and fishy odor. Unresponsive to antibiotics and hormones. Sixteen pound weight gain since procedure.